Event description:
The parents of a pt reported they found the charger base in the morning with a hole burnt through the power cord. Also, black marks were observed on the back of the charger base. It was reported, the bed clothes were scorched. No pt injury was reported.